Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose manually. The customer declined any assistance with troubleshooting, but stated that they have air bubbles in the tubing of their insulin pump. However, the customer was able to resolve the issue by changing out the supplies. The customer's pump works as designed now. No further information was provided.